Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: four of the cartridges of staples did not form during the case. The case was extended by more than 30 mins. The product problem did not result in prolonged hospital stay.